Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing residual air from the cartridge. Tandem technical support educated the customer regarding insulin/cartridge use. There was no reported adverse impact to the customer's blood glucose level.